Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a burned tip cover. The issue occurred during a diagnostic upper gastrointestinal endoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the event was confirmed. A root cause could not be identified. Based on the results of the investigation, a root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope had a burned tip cover. The issue occurred during a diagnostic upper gastrointestinal endoscopy. The procedure was completed with the same device. There were no reports of patient harm.